Event description:
It was reported that during an iliac stenting treatment procedure, there appeared to be stent damage. The physician was attempting to insert a 8.0x40x75cm express biliary ld stent through a 6 french sheath. Resistance was felt attempting to advance the stent through the sheath. The physician removed the stent delivery system from the sheath and noticed the distal end of the stent did not appear to be properly 'crimped'. The device never entered the pt. A different device was used to complete the procedure successfully. There were no reported pt complications. The pt status is listed as "fine".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).